Manufacturer narrative:
We have confirmed customer reports of bar code reader (bcr) wands on the gem premier 5000 and gem premier 7000 assigning patient results to the incorrect patient ID. This issue is due to a malfunction introduced during a recently released configuration update to the bcr wands on or after 8 april 2026. A class ii recall will be initiated to advise customers of this potential performance issue, instructing them to immediately discontinue use of the affected wands and to manually enter patient ID until the wands are replaced. A 21 cfr 806 report will be filed with the appropriate FDA oii recall coordinator.

Event description:
The customer reported that after a recent configuration update, the bar code reader (bcr) wand used on their gem premier 5000 instrument assigned patient results to the incorrect patient ID. There is no known patient impact.